Event description:
Ous MDR - (B)(6) 2010, during follow up, high impedances in the v lead were observed in a 24 h trend, the impedance was between 500 to over 1500 ohms. On (B)(6) 2010: during a follow up, a greater than 3000 ohm lead impedance was observed. However, the physician continued the follow up examination. It seems that the physician did not change the device setting. Because the patient has an intrinsic beat, the decision was made to not replace this lead right away. On (B)(6) 2013: over 3000 ohms was observed again at the follow up. On (B)(6)2013: during the replacement no connection problem was observed and no obvious fracture could be seen via an x-ray. Only this lead was returned for analysis.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis, including a visual, a mechanical and an electrical inspection. The analysis of the lead revealed multiple signs of abrasion along the lead body. In particular, some 50 cm distal to the is-1 connector pin the lead body was found rubbed through. Based on the characteristic of this damage, it is reasonable to assume that the lead had been subject to serve mechanical stress in the implanted state. The interaction with the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. The cuttings in the insulation, the squeezed and deformed outer coil as well as the bent lead tip resulted most likely from the explantation procedure. During this analysis, no deviations were noted which might be related to the observed high impedance issue as mentioned in the complaint description. In particular, the conductors of the lead proved to be flawless throughout its inspection. The analysis did not reveal any sign of a material or manufacturing problem.